Event description:
Allegedly, it was discovered that the product listed on the outer box (3110284600, bipolar cup_perfecta28x46mm lot#15369401978958) was different from the product inside (3110285100, bipolar cup_perfecta28x51mm 1532919). We were used another 46 size and the op was successfully completed. Japan (B)(4). Additional information received on 04/28/2024: affected products with this issue. Part # 3110284600 lot # 15369401978958 (complaint part). Part # 3110285100 lot # 15329191978956 (opened during investigation). Part # 3110285100 lot # 14771021978954 (opened during investigation). Additional information received on 05/08/2024: we then checked the bipolar cup to see if there was another cause, and discovered that there was a 51 mm implant in the box labeled 46 mm. In addition, once all the implants were removed and the size was checked, there were no mistakes in the other implants. Since the operation time was extended and there were concerns about infection due to the insertion and removal of the same implants, fortunately there was another long-term implant in the hospital, so the operation was completed using that one.